Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Additional information received indicated that in patients who have had previous radiotherapy, the urethra and the bladder neck are quite rigid, and if there is a tumor at the dome or on the wall near the neck, there may be access difficulties, which may require vascularization, and some optics break while trying to get to the tumor. Based on the results of the investigation, a definitive root cause could not be determined. However, it is possible that the event was related to excessive force used during the during the procedure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Related patient identifier: (B)(6).

Event description:
It was reported the rigid endoscope telescope optics had issues where it broke, looked double, and blurry. The issue occurred during a bladder resection procedure competed with similar device. There were no reports of patient harm.